Event description:
Medtronic received information that during the valve implant procedure, as the safari guidewire was placed into the left ventricle, the patient went into ventricular tachycardia. He was treated with defibrillation and allowed to recover. As the wire was advanced, the patient went into ventricular tachycardia again. After multiple attempts to defibrillate were unsuccessful, cardiopulmonary resuscitation (CPR) was started and the patient was placed on peripheral bypass. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).